Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that a blower failure occurred during use. No injury reported.

Event description:
It was reported that a blower failure occurred during use. No injury reported.

Manufacturer narrative:
Based on the logfile analysis, the case in question could be reconstructed and no clear indications for a device malfunction were found. It was reconstructed that during the case in question, just from the beginning, the device repeatedly detected negative airway pressures. Since the perseus is not able to generate a negative pressure, it can be concluded that the source of the disturbance was outside the device. Possibly a bronchial suction system was in use. Consequently, a fresh gas deficit occurred and several alarms (e.g. Apnea, minute volume low, fresh gas low or leakage, emergency air inlet activated) were given by the device. It was further reconstructed that the patient was obviously disconnected from the machine, but the vacuum pressure persisted. Then, a too high blower temperature was detected resulting in a shutdown of the blower module while device alarmed turbovent 2 failure accordingly. The device was then placed in standby. Dräger finally concludes that the device behaved as specified upon the detected pressure situation by posting appropriate alarms and triggering the defined countermeasures (opening of the air inlet). The device further responded to the following heating of the blower as designed by initiating an emergency shutdown of automatic ventilation and posting the corresponding alarm. Monitoring and manual ventilation remain possible in this state. In the particular case, the issue was detected and following shutdown of the blower module occurred after the patient was already disconnected from the device. Also, the excessive heating of the blower module was most likely caused by an increased load due to a vacuum pressure ¿ most likely caused by a bronchial suction system being used ¿ in the breathing system. If this was known before, the case would not have been assessed reportable. During on-site checking in follow-up to the event, the blower unit was replaced as a precautionary measure. After replacement, the device was tested and returned back to use without further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.